Event description:
The customer stated that he was receiving erratic readings. He tested his blood glucose and received a reading of 35 mg/dl. He retested and received a reading of 197 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the differnece clinically significant. The customer did not adjust medication or allege any adverse event due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.